Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, dirt under the cover glass was not established. Bent areas and scratches on the outer tube are identified as the most probable cause of the complaint, with the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the rigid video laparoscope had dirt under cover glass and bent and scratches on outer tube. There was no patient involvement.